Event description:
Following a catheter replacement (see manufacturer's report # 2182207-2008-04547) done in other country, the patient was told that there was no more morphine to refill her pump in all of costa rica, the health care professional (hcp) administered an unspecified test to see if they could use an alternative medication in the pump. The hcp came to the conclusion that it would not work; then found enough morphine to fill the patient's pump with a half dose of morphine. Within a few days of the procedure, the patient began experiencing a loss of sensation in her legs, paresthesias, and motor weakness. Throughout the month of june, the patient slowly lost the feeling in her legs, had frequent falls, memory loss/confusion, and extreme pain. The patient was admitted to the hospital twice. Then in 2008, the patient was admitted to the hospital again and by two days later, the patient had full paraplegia (paralysis from the waist down) and loss of bladder control. It was noted that they had been trying to titrate the morphine dose which was affecting her blood pressure and potassium levels. On another two days later, an MRI was done; no reason was found for the paralysis; a granuloma was ruled out, and the pump was drained. The patient was released from the hospital on four days later, and told that there was nothing they could do to cure the paralysis and they had no explanation for the cause of it. The pt was released to home in a wheelchair with a urine catheter. The pt traveled to the united states and was admitted to the hospital on the following month. On admission, the patient was diagnosed with extreme anemia, a bladder infection, fluid in her lungs and in general, an unhealthy condition. The pump was interrogated and the alarm was silenced. A CT scan was done (date not reported) and the hcp saw two loops of catheter in the spine. An MRI was done (date not reported) and the hcp found multiple issues in her spinal cord and came to the conclusion that she had transverse myelitis. The patient was treated with high doses of steroids for five consecutive days. The patient's overall health was improving, but there was no sign of improvement with the paralysis.